Event description:
During follow-up communication, agent confirmed that the patient's catheter remains implanted. The patient's pump was explanted and captured through MFR 3010079947-2021-00130.

Manufacturer narrative:
Additional information: b5 corrected information: h6 the device remains implanted and would not be returned. As the device was not returned, a definitive root cause for the alleged issue could not be determined. Internal complaint number: complaint-(B)(4).

Manufacturer narrative:
Pending information regarding catheter revision, device return and device evaluation. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. (B)(4).

Event description:
Agent contacted technical solutions to report a catheter that could not be aspirated or injected into. Agent also reported an underinfusion volume discrepancy with an expected volume of 11ml and the actual aspirated volume of 20ml. Agent reported that the physician accessed the cap and attempted to aspirate but got back no medication and attempted to inject into the cap and was unable. Agent also reported that the physician was using the correct needle. This issue was referred to neurosurgery for revision, which had not been scheduled as of yet.